Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr sheath is 5.5 mm. The delivery system and esheath were discarded following the procedure and were not available for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No photographs, video or imagery was provided for evaluation. The complaint rate did not exceed the monthly control limit for the applicable complaint trend category. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the esheath components undergo multiple 100% visual inspections. The esheath tip undergoes visual inspection under 8x to 20x magnification. The esheath final assemblies undergo 100% visual inspection by quality and manufacturing. In addition, after sterilization, the sheath is tested and inspected during product verification testing on a sampling plan. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for sheath shaft ¿ resistance with delivery system was not able to be confirmed. Due to the unavailability of the device visual, functional and dimensional testing could not be performed. As a result, the presence of a manufacturing non-conformance was not able to be determined. A review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. The physician¿s training manual states that the push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Per the report, calcification was present in the access vessel. Calcification can interact with the sheath and delivery system during the device insertion and advancement, creating resistance. Although a definite root cause could not be determined, available information suggests that in addition to procedural factors (manipulation of the devices), patient factors (vessel calcification) may have contributed to the advancement difficulties, resulting in the vascular injuries, and subsequent placement of a stent and vascular surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of complaint history revealed that the complaint rate for the trend category did not exceed its control limit. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) tavi case registry, during a transfemoral tavr procedure, access was obtained via a surgical cutdown. A 14fr esheath was inserted without any difficulties. During the advancement of a commander delivery system and 26mm sapien 3 valve through the esheath, the delivery system became stuck. The delivery system/valve were forced through the esheath by the physician. Post valve deployment, during the removal of the 14fr. Esheath, intima was observed on the esheath. A dissection in the vessel was observed by angiography. The dissection occurred from the parietal region of head of right femur to middle of common iliac artery (cia). A stent was implanted and surgical repair was performed. On postoperative day (pod) 11, the patient¿s outcome was reported to be recovering. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Information regarding the degree of vessel calcification and tortuosity was not provided; however, right cia was reported to be sclerosed and calcification was present. The esheath and delivery system were discarded by the facility following the procedure. The valve remains implanted in the patient.